Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, mixed incontinence, overactive bladder, and urge incontinence. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(4), 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated (B)(4), 2015 under exemption (B)(4). Lawyer-filed report.